Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer was able to clear alarm and able to rewind. Customer was performed self test and the test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Pump error 53 found in the device history due to software error. Device received with pillowing keypad overlay and minor scratches on case.